Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the forceps had broken inside the patient during surgery. A small piece was noted missing upon inspection of the broken forceps. No x-ray was performed by surgical team for verification of the missing piece.

Manufacturer narrative:
Gtin: (B)(4). The device manufacture date is not known. Alleged failure: broken grasper. Probable root cause: inadequate force applied by user, patient anatomy, portal location, incorrect instrument diameter/length, manufacturing error, reprocessing/handling error, improper instrument selected, lack of maintenance, use error. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that the forceps had broken inside the patient during surgery. A small piece was noted missing upon inspection of the broken forceps. No x-ray was performed by surgical team for verification of the missing piece.